Event description:
A nurse called on behalf of the customer. She called about an error message that she had received. The nurse performed control tests while troubleshooting and received results of 50 and 47 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The nurse did not have the customer's address at the time of the call. Attempts to contact the customer have not been successful. No product will be returned at this time.